Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, e006 indicates that error related to electrolyte solutions and it occurs when the following mode. It is unclear that this event occurred by which event. A root cause could not be determined. Used a non-electrolyte solution in bipolar mode. Active/neutral electrodes were exposed to air. Bipolar high-frequency treatment device was not properly connected to the universal socket. Connection cable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator exhibited e006 occurred history had been recorded in the error log. There was no patient involvement.